Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when opening the needle and removing the dead-end cap from the extension a white plastic sliver was identified in the extension set lumen. It appears the plastic sliver had been sliced off of the dead-end cap. No other information provided, at this time.

Event description:
Additional information: the white plastic sliver was found outside the fluid path. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material present in device is confirmed and was determined to be supplier related. One 19 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed a small white material attached to the inner circumference of the luer connector. A microscopic observation revealed the white material appears to be a piece of plastic that was likely chipped from the dust cap. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.